Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory; product ID: 977a290, lot# 0209434146, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: 0209434146, (B)(6), (B)(4). Device analysis for lead 0209434146 revealed the lead body conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a lead breakage issue, open circuit, so the lead was replaced. There was disappointment about this and the physician has lost faith in the products. The issue was resolved at the time of the report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that additional information received indicated the date filed on the initial regulatory report should have been 2018-feb-27, not 2018-jan-25 as initially reported. If information is provided in the future, a supplemental report will be issued.